Manufacturer narrative:
Corrected data: new information received that email address of physician reporter was incorrectly provided in the initial report submitted. Correct email address is (B)(6). The field below update to correct this. Section e1: email address: (B)(6). Additional information: new information received that patient is white and not hispanic. Specific visual issue was that patient stated that ¿things looked out of alignment¿. Visual issue was resolved with the replacement iol. This report is being submitted to add the new information received. The fields below are being updated: section a5: race and ethnicity: white and not hispanic. Section h6: health effect clinical code: 2137 ( to capture report of 'things looked out of alignment" - blurry). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: (B)(6) 2023. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could cause or contribute to the complaint issue could be identified. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4, a5: unknown/ not provided. Asku. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a toric intraocular lens (iol) was explanted from the patient's left eye, due to patient neuroadaptation issues/ patient unhappy with outcome. Visual acuity pre-op - 20/50, visual acuity post-op - 20/50. Suspect iol was replaced with another toric lens of different model and diopter (zcu300, 17.5d). There was no incision enlargement, no vitrectomy and no sutures performed. No other information was provided.